Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011. The fse found a split in the marprene tubing at the first waste transfer pump. Customer had replaced this just prior to the call to hotline. The tubing was misrouted and thus the wash reservoir would not fill and the instrument would not initialize. The tubing was routed correctly and the instrument initialized. Qc was within the customer's established ranges. Use error has been determined to be the root cause. Bec internal number: (B)(6).

Event description:
A customer contacted beckman coulter inc., (bec) to report a slight leak that was coming from above the liquid waste drawer and onto the floor beneath the unicel dxi 800 access immunoassay system. The customer indicated that they just replaced "some waste tubing" and now they are not able to get the instrument to initialize to the ready state. The customer stated that nobody in the lab was exposed to the leak or injured as a result of this event.